Event description:
It was reported that approximately one year post deployment of the starclose clip in the right groin after a diagnostic heart procedure, the patient experienced pain and erectile dysfunction. The patient reported the symptoms to his family physician. A testosterone test, blood flow and other unspecified tests were performed and no abnormalities were noted. However, the pain has continued and recently, has been increasing in occurrence and intensity. The pain now occurs about once or twice a day and at times, he will double over and favor his right side due to the pain. He takes ibuprofen for the pain. After another recent visit with his physician, further unspecified tests were performed and the physician ruled that the patient's pain was due to the clip. The clip is scheduled to be surgically removed. After the clip removal, it will be determined if permanent damage occurred. The patient also stated that an unspecified nerve damage that occurred one year post clip deployment which was unsuccessfully treated with a spinal cord stimulator surgery may have been caused by the clip. The physician is reported to be trained in the use of the device. There is no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information was received. The patient reported that a computed tomography (CT) scan was performed and the starclose clip was not in the femoral artery, but in a fat deposit in his right lower lymph node. A copy of the CT scan results were received and the impression states that the right and left leg had no evidence of arterial abnormality and that there is a radiopaque density anterior to the common femoral artery which correlates with the patient's surgical history. Although requested, no additional patient information has been provided as the patient revoked his medical authorization to abbott vascular. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. Estimated date of occurrence, reported as one year post clip deployment ((B)(6) 2007).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.